Event description:
Patient had blood drawn in emergency room. The sst tube had given a result of sodium=102 and potassium=2.89. Another tube drawn had results of sodium=139 and potassium=3.99. Tubes that were recollected gave results similiar to the latter results above. Based on low sodium and potassium results intravenous fluids were started.